Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) + box ablation procedure with a varipulse¿ bi-directional catheter, and the patient experienced a cerebrovascular accident (cva) / stroke which required prolonged hospitalization. The report indicated that at some time for a pvi + box (isolation of left atrium (la) posterior wall) procedure, the patient had a stroke. Magnetic resonance imaging (MRI) was performed which confirmed the stroke. The patient was transferred to another hospital. The number of applications was 29 including 2 incomplete ablations (only 1 pulse delivered). No transseptal (ts) during procedure. The irrigation was ¿ok¿, and the vizigo irrigated. The physician does not have a particular opinion on the cause of this adverse event; however, he questioned the varipulse¿ irrigation. It was one of his first cases of varipulse¿ so he questioned it. The patient fully recovered (no residual effects) after one or two days of hospitalization extension. The neurological issue observed was symptomatic, and the patient¿s symptoms resolved. There was no evidence of char, nor thrombus / clot during the procedure. The patient does not have a previous history of stroke. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. There were no other observations such as intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors noted during the case. The patient¿s rhythm during ablation was atrial fibrillation (af). The type of electrophysiology procedure being performed was new procedure for persistent afib (psaf). Pre-ablation thrombus check was performed. The findings from brain scans/MRI were stroke on multiple places of the brain. The patient did not have any anatomical abnormalities. No stacking occurred for this procedure. The irrigation rate used during this procedure was 4ml/min.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. It was confirmed that a total of 29 pf applications (including 2 incomplete) were performed for the procedure. An increased number of ablations (energy applications) delivered during the procedure may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia. In 90% of the cases of stroke or tia reported to bwi world-wide, patients received a number of ablations greater than the median number of ablations delivered in the inspire study (16 ablations) and 60% received a number of ablations greater than the median number of ablations delivered in the admire study (23 ablation). Moreover, patients received more than 28 ablations in 50% of the cases of stroke or tia. It was confirmed that ablation was performed outside pulmonary veins (pvi + box). The use of the varipulse¿ ablation catheter for ablations beyond pulmonary vein isolation may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia. In 70% of the cases of stroke or tia reported to bwi world-wide, patients received ablations outside the pulmonary veins. The safety and effective use of this device outside of the pulmonary veins for the treatment of atrial fibrillation has not been clinically established and may increase the risk of patient injury. Internal corrective action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).